Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump scratches on the screen and they were not read the screen. Customer also stated that alarm was not loud as they used. Customer stated that insulin pump had damaged and the reservoir did locked in place. The insulin pump will not return for analysis.